Manufacturer narrative:
The cause for the discordant advia centaur cp testosterone result is unknown. Qc was acceptable when this sample was tested. Customer verified that the sample was free of fibrin when placed on the system. The sample is not available for further testing. A siemens field service engineer evaluated the system and found a bent probe and faulty flex cable. No conclusions can be drawn to determine if this was the cause of the discordant result. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A low advia centaur cp testosterone result was obtained on a patient sample and considered discordant when compared with a repeat result. Patient treatment was not prescribed or altered based on the initial result. There are no reports of adverse health consequences due to the discordant advia centaur cp testosterone result.